Manufacturer narrative:
H6: investigation summary bd received 3 photographs from the customer in support of this complaint. The photographs show the centrifuge model; benchmark lc-8 series and product information label. Bd is unable to confirm caps pop off (decapping) from the photographs. Additionally, 92 samples were received from the customer in support of this complaint. 12 returned tubes were functionally tested and centrifuged at 1300g for 10 minutes and the issue of decapping was not observed as none of the caps came off after centrifugation. Bd was unable to confirm customers indicated failure mode based on the photographs and returned samples provided. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube the stopper pulled out of the tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: "the caps are coming off tubes during centrifugation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube the stopper pulled out of the tube when in an analyzer . The following information was provided by the initial reporter. The customer stated: "the caps are coming off tubes during centrifugation."